Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. The mw provided a partial event date of (B)(6)b2020, therefore the date of (B)(6) 2020 was estimated as the date of event. Additional patient information: race:(B)(6).

Event description:
Received a copy of the customer's medsun report from FDA which states "two channels of our medsystem iii multi-channel infusion pump failed while attached to the patient. Latch error noted. This failure left us with only one usable channel. Flight team was packaging the patient when failure occurred. Patient was post-arrest with return of spontaneous circulation (rosc) on 4 drips (epi, dobutamine, bicarb and amio). Once in aircraft additional drips were placed on another pump, however this created a large lag time".